Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver took the charge and passed the boot test. The receiver log was downloaded and reviewed. The "try it 55 fixed low test" was performed and it passed. A global receiver functional test was performed, and it passed all the relevant testing. The receiver case was opened for an interior inspection, and passed. A global communication tool software test was performed, and it passed sound tests. Speaker resistance was measured and passed. During the review of the logs it was found that the alarms were activated and snoozed by the user. The reported event of no audio output was not confirmed. A root cause could not be determined.